Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They had to turn stimulation off because of the sciatic pain from the stimulation since the revision. The patient was trying to connect to turn the ins on and they saw a power on reset (por) code. They were redirected to their healthcare provider. No further complications were reported or anticipated.